Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "burn mark" on the pump display screen that blocked the graphics and text. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support.